Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. No scrolling numbers display anomaly notes. The insulin pump received with severely scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was unknown. Device was dropped in the water. Device had not been able to function for over a month. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.